Manufacturer narrative:
Concomitant medical products: product ID 8598a, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding the delivery of morphine and bupivacaine (unknown dose and concentration) in an implantable infusion pump for spinal pain. The patient heard intermittent beeping from the pump on (B)(6) 2015. The patient did not think he was due for a refill. The patient was certain the beeping was coming from the pump, as he had no other electrical devices around. The beep was described as a single tone alarm, with an unknown interval. The patient also experienced more pain. Additional information received from the manufacturer representative indicated the pump was confirmed empty upon interrogation on (B)(6) 2015. The manufacturer representative was notified the pump was alarming on (B)(6) 2015. It was unknown when the empty pump alarm occurred. The pump refill date was originally scheduled for (B)(6) 2015, but the dose was increased and the patient was not given a new refill date; he missed the refill. The patient did not experienced withdrawal symptoms and was given oral pain medication. The reporter told the healthcare provider (hcp) to refill the pump with saline until the drug was available. The pump was refilled with saline and had been running at the rate of 5.295mg/day, 20mg/ml for approximately 30 hours (would take approximately 36 hours to clear system; approximately 6 hours/1.32mg remained). The pump was filled with drug the next date, (B)(6) 2015. Additional information was requested from the hcp regarding drug information, concomitant drugs, pertinent medical history, and if the empty pump and pain resolved after pump refill.